Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m133295 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m133295, test base part number 190-430 / lot m133295. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m133295 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
Initial reporter name: (B)(6). Initial reporter address: (B)(6). The investigation is still in progress. A supplemental report will be provided after completion. Please reference manufacturer report numbers: 1221359-2021-01570.

Event description:
The customer reported (3) three false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021 and unspecified dates. This MFR. Report addresses patient 1 of 3. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab. Nasopharyngeal and throat swabs were used for pcr confirmation testing and generated negative results. No additional patient information, including treatment and outcome, was provided.